Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function, both leads implanted in (B)(6) 2005. Spectranetics lead locking devices (lld's) were inserted into each lead to provide traction to aid in lead extraction. The physician chose a spectranetics 11f tightrail rotating dilator sheath to extract the ra lead, which was successfully completed without any issue. He then began the extraction attempt on the rv lead using the 11f tightrail device. Due to fibrosis being present, he upsized to a 13f tightrail device. The report stated he passed through significant fibrotic tissue in the superior vena cava (svc) region, and was successfully able to extract the lead. The physician then removed the rv lead from the tightrail device, and at the same time placed a guidewire into the tightrail device in order to maintain the venous access and to complete the re-implantation. However, while he was performing this, the patient took a really deep breath and some air passed through the tightrail and into the vessel, which caused a pulmonary embolism. Through use of non invasive breathing and administration of medications by the anesthetist, the patient stabilized in a few minutes and the physician was able to complete re-implantation without any issues. There was no alleged malfunction of any spectranetics devices used in the procedure.